Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: investigation revealed visible moisture behind the display lens. A leak test was performed and failed due to a case seal leak. The pump was opened up and corrosion was found on the keypad connector and other locations on the printed circuit board.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.